Event description:
It was reported that while using the bd pyxis¿ medstation¿ es, the user was unable to log in due to bio ID and fingerprint issues and requested transaction data for medstation . The device displayed an unauthorized user error during login. The user logged in and out, cosigned waste, received a warning, and still remained unable to use pyxis. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.